Event description:
It was reported the patient's implant procedure was abandoned because the physician was unable to implant the lead due to excessive scar tissue. Reportedly, the physician stated it was not possible to bring the lead through the foramen.